Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor arm of the insulin pump cannot communicate with the main arm. Customer¿s blood glucose was 106 mg/dl. Customer was able to clear the alarm and did not receive request to rewind pump. Customer was unable to complete rewind. Customer was advised to place the insulin pump in storage mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No pump error 4 was noted during testing. However, pump error 4 found in the pump history file due to a software error.